Manufacturer narrative:
(B)(4). Age/date of birth: (B)(6). Sex/gender: female. Additional information stated there was a zonular dehiscence and nasal capsule tear noted in the patient's right eye. Patient is doing fine. No further information was provided. (B)(6). (B)(4). A review of the manufacturing records was conducted. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer's report was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this lens was manufactured and does not show any change in manufacturing method, inspections or specifications that were related to the complaint. The lens met all specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
Additional information stated there was a zonular dehiscence and nasal capsule tear noted in the patient's right eye. Patient is doing fine. No further information was provided.

Event description:
It was reported that the intraocular lens (iol) was implanted. The doctor had to remove the lens during the same procedure to perform a vitrectomy. The doctor implanted an anterior chamber lens. The patient was doing fine. It was unknown if an incision enlargement was required. The customer indicated that there was no complaint regarding the lens itself. The reason for the vitrectomy was unknown. No further information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.